Manufacturer narrative:
Operator of device is unknown, no information provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not passing electrical safety. Customer responded that the failure occurred during a morning pre-use check and no patient involvement was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2012-08-03 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked enclosure underneath the drain fitting elbow. Worn components include the enclosure, plate clip, pole mount clamp, line cord and drain tube. The printed circuit board (pcb) and drain fitting are old style components. Functional testing found the heater assembly failed electrical testing. No action will be taken. The device has been deemed beyond economical repair due to the age and condition. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.